Manufacturer narrative:
Adjustment to device made by factory representative in taiwan. Follow-up report to be completed once adjustment to device has been confirmed and reported problem rectified.

Event description:
As reported, device was exhibiting erratic compression depths.